Event description:
It was reported that during a coronary stenting procedure, a balloon rupture occured. The 70% stenosed lesion was located in the severely tortuous, severly calcified left anterior descending (lad) artery. The apex 15x2.75mm balloon was advanced to the lesion and burst at 16atm. The balloon was inflated more than one time, however, it is unknown how many inflations were performed, or which inflation the balloon ruptured. The procedure was completed by implanting a taxus liberte 3.0x16mm stent. No patient injuries or complications were reported. The patient's status is reported as "ok."

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot number was not available, so a review of the batch history could not be conducted. Because the device was reportedly inflated to a pressure above the rated burst pressure (rbp) listed in the directions for use (dfu), the most probable root cause is considered use / user error. It is notable that this investigation revealed no evidence of any specific non-conformances related to the complaint device.